Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device and an image have been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified. (Expiry date 07/2021.).

Event description:
It was reported that during a cross over procedure in calcified and tortuous iliac vessels and a stenotic lesion in the superficial femoral artery and anterior femoral artery / popliteal region, the stent was deployed. It was further reported that upon post dilatation, the shaft was allegedly identified to be in three pieces. Reportedly, these fragments allegedly could not be removed; therefore, three additional stents were placed to apose the fragments to the vessel wall. The patient was reportedly stable at the conclusion of the procedure.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the physical sample was returned and investigated. The system was returned in activated condition and the stent was missing as it reportedly had been released inside patient. The metallic cardan tube (=inner catheter) was found broken and the distal end including tip was missing which matched the reported event description. In addition, images were provided documenting patient treatment. Images demonstrated two free floating radiopaque, catheter-like pieces in the vessel, and the same pieces after they were fixed to the vessel wall with additional stents. Another catheter like piece of similar dimension was visible in a different further distal position between stent and vessel wall. The three pieces could not be clearly identified as inner catheter pieces because of poor resolution; however, based on the detailed event description, and the appearance of the metal (radiopaque) inner catheter on the images the investigation was considered as being confirmed for inner catheter break. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Regarding deployment force the IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' The IFU further state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a cross over procedure in calcified and tortuous iliac vessels and a stenotic lesion in the superficial femoral artery and anterior femoral artery / popliteal region, the stent was deployed. It was further reported that upon post dilatation, the shaft was allegedly identified to be in three pieces. Reportedly, these fragments allegedly could not be removed; therefore, three additional stents were placed to apose the fragments to the vessel wall. The patient was reportedly stable at the conclusion of the procedure.